Manufacturer narrative:
No damages or defects were observed on the hard cannula, soft cannula, or bottom housing that would contribute to pain during insertion. The cause of the reported pain during insertion could not be determined. A tear in the exposed soft cannula was observed resulting in fluid leaking. The observed soft cannula damage is currently under the referenced CAPA investigation. This damage did not contribute to the reported event.

Event description:
It was reported the patient's blood glucose level rose above 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours. An investigation of the pod (completed (B)(6) 2026) found a tear in the exposed soft portion of the cannula. The device was originally reported on (B)(6) 2025 for pain during insertion.